Event description:
It was reported that this patient with this right ventricular (rv) lead observed a red call doctor icon on their home monitor. A review in latitude nxt revealed a lead safety switch (lss) due to a pace impedance measurement of greater than 2,000 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.